Manufacturer narrative:
B5; additional information received: per the physician , there was no evidence observed that there was any relationship between the adverse events/deaths and the medtronic stent grafts. Additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic received the following information obtained from the journal article entitled: prognosis and remodeling after endovascular repair for acute, subacute, and chronic type b aortic dissection zhao et al, journal of endovascular therapy 2023, vol. 30(6) 838¿848 doi: 10.1177/15266028221098703 a2: mean age a3: mean gender d6a: exact date of implant unknown date of publish used for incident date in section b;3 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding 'prognosis and remodeling after endovascular repair for acute, subacute, and chronic type b aortic dissection' multiple manufacturer¿s devices were implanted in the study population. The following medtronic devices were used: valiant stent grafts deaths occurred in the study population; however, there was no statement establishing a causal or contributory relationship between medtronic product and the deaths. Among all patients adverse events and device product performance issues included:'type I entry flow, type ii entry flow,' no further information was provided pertaining to medtronic products.